Event description:
Ref comp #(B)(4). Update: fujifilm healthcare americas corporation confirmed that the patient passed away after being placed on the table. This incident was not a result of the echelon oval MRI system malfunction, since the procedure had not yet started prior to the patient's passing. On 07/08/2025, the FDA requested additional information regarding manufacturer MDR 3018423337-2025-00004, and fujifilm healthcare americas corporation responded on 07/28/2025 by providing an incident report and clarifying that the device did not cause the patient's death. Initial importer MDR 1000513161-2025-00019 and FDA correspondence are attached in this supplemental report (s1).

Event description:
On may 27th, 2025, fujifilm healthcare americas corporation was informed of an event involving sys/mr/echelon oval 32ch. Patient has died while being scanned for abdomen on echelon oval system. The detailed investigation is currently ongoing. Due to a notification of a patient death, fujifilm healthcare americas corporation is reporting this event.

Manufacturer narrative:
Ref comp: (B)(4).